Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the disinfectant hoses and pump head. The equipment was repaired and verified according to the original equipment manufacturer's instructions. Equipment passed all safety tests. This event is under investigation. A supplemental report will be submitted upon receiving additional information . This file is being submitted as a part of actions to retroactively correct complaints initially determined to be not reportable by the manufacturer.

Event description:
It was reported the endoscope reprocessor had black flakes in the circulation port mesh filter. No other information was provided.